Manufacturer narrative:
The insulin pump was received with no flickering, no unresponsive buttons and all buttons function properly. However, there was moisture on the keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the device has a frozen display. Customer's blood glucose reading was 220 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.